Manufacturer narrative:
A visual analysis revealed 12.95cm long portion of the polymer jacket material, cut from the body of the device exposing the metallic core wire substance 2.60-15.55cm from the distal tip and a large radius bend over the distal 10cm. The specimen coating appears visually and tactilely consistent when examined at 1x-18 inches, unaided, and wet. Allowing it to dry out, when examined at 1x-18 inches, unaided, the visual and tactile specimen is acceptable per inspection criteria. Microscopically the specimen coating appears to be worn and abraded with dried blood-like material imbedded within hydrophilic coating, consistent with that of a clinically used device. Except where noted, the specimen device appears visually and dimensionally correct. The complaint was confirmed. The damage appears consistent with manipulation within an introducer needle. Procedure or clinical factors may have impacted on the event as reported. As per the event info it is mentioned that the zipwire was used for subclavian port insertion. However, this zipwire is intended for the placement of urological instruments. This could have contributed to the reported complaint event. Therefore most probable root cause is "operational context".

Event description:
It was reported to boston scientific that a urology zipwire hydophilic guidewire was used during a port-a-cath placement procedure on (B)(6), 2014. According to the complainant, during the procedure, the physician first attempted to use the guidewire that was packaged with the port-a-cath kit (angiodynamics biofloport upn (B)(6), lot 4701527). After using two kits and no success due to the patient's extensive lymphoma, he attempted using the boston scientific zipwire hydrophilic guidewire when the physician used the zipwire guidewire 13 centimeters of the coating 1 centimeter from the distal tip sheared off. The surgeon was able to retrieve the part that sheared off as confirmed during the post-op x-ray. The procedure was not completed due to this event. The condition of the patient was reported to be stable. Additionally, the directions for use indicate "the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use."

Event description:
It was reported to boston scientific that a urology zipwire hydrophilic guidewire was used during a port-a-cath placement procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician first attempted to use the guidewire that was packaged with the port-a-cath kit (angiodynamics biofloport upn h965440130, lot 4701527). After using two kits and no success due to the patient¿s extensive lymphoma, he attempted using the boston scientific zipwire hydrophilic guidewire when the physician used the zipwire guidewire 13 centimeters of the coating 1 centimeter from the distal tip sheared off. The surgeon was able to retrieve the part that sheared off as confirmed during the post-op x-ray. The procedure was not completed due to this event. The condition of the patient was reported to be stable. Additionally, the directions for use indicate ¿ the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use.¿

Manufacturer narrative:
(B)(4) for the reported event of guidewire peeled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a urology zipwire hydophilic guidewire was used during a port-a-cath placement procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician first attempted to use the guidewire that was packaged with the port-a-cath kit (angiodynamics biofloport upn h965440130, lot 4701527). After using two kits and no success due to the patient¿s extensive lymphoma, he attempted using the boston scientific zipwire hydrophilic guidewire when the physician used the zipwire guidewire 13 centimeters of the coating 1 centimeter from the distal tip sheared off. The surgeon was able to retrieve the part that sheared off as confirmed during the post-op x-ray. The procedure was not completed due to this event. The condition of the patient was reported to be stable. Additionally, the directions for use indicate ¿ the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use.¿